Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No unexpected restart alarm. Unit passed error alarm test. No error alarm in alarm history screen due to corrupted history file. Scratched lcd window,cracked display window corners. Numbers does not ramp up on its own or scroll bar moving with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 171 mg/dl. Troubleshooting was performed. The device was returned for analysis.